Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will not charge and boot because of call tech support error. The functional testing,manual drop test, due to call tech support error. Open receiver case for internal visual inspection, pass. Measure the speaker resistance. Speaker resistance within specification the reported event of an intermittent audio output was no confirmed. The root cause for intermittent audio output could not be determined.